Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unknown date, within the same month as the receipt of this report, the patient was hospitalized for another indication. It was reported that during the hospitalization, it was possible that the patient developed the peritonitis, however, this was not confirmed (no further detail provided). The patient was treated with vancomycin and other unknown antibiotics for the peritonitis event (dose, frequency and route not reported). On an unknown date, during hospitalization, peritoneal dialysis (pd) therapy was discontinued, and the patient began hemodialysis (hd) therapy. It was reported that the patient will be staying on hd permanently. At the time of this report, the patient was discharged from the hospital and was reported to be recovering from the event. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).